Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end, the forceps elevator, the instrument channel, the suction channel, the air/water channel and the elevator wire channel of the subject device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; (B)(6) 2020. Auxiliary water channel: klebsiella pneumoniae (>100 cfu/45ml). Suction channel: klebsiella pneumoniae (>100 cfu/50ml). Air/water channel: klebsiella pneumoniae (12 cfu/50ml), citrobacter freundii (18 cfu/50ml). Second time; (B)(6) 2020. Suction channel: klebsiella pneumoniae (200 cfu/50ml), escherichia hermannii (150 cfu/50ml). Auxiliary water channel: citrobacter braakii (200 cfu/47.5ml). The device had been reprosessed with a non-olympus automated endoscope reprocessor, soluscope 4, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The incoming inspection by the customer service in schweiz found that several physical damages on the device. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.